Event description:
It was reported that during follow up, when the device firmware was being upgraded, the communication wand was displaced and the upgrade process was interrupted. Shortly after this occurred, the patient experienced inappropriate therapy. Review of the ECG revealed the inappropriate therapy was due to t-wave oversensing. The upgrade process was continued and full functionality of the device was restored. The oversensing was no longer detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.